Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cm said the saline line "disconnected from the main insertion site", causing blood to spill. Additional details were provided upon follow-up with the cm. The cm said that a bloodline separation occurred at the end of a patient¿s hd treatment. The incident occurred when the patient care technician (pct) went to return the patient¿s blood. The pct unclamped the saline lines, took the hemostat off, and the saline line ¿popped off¿ at the main insertion site. Some blood spilled out when this occurred. However, since it was noticed right away the blood loss was minimal. The saline line had to be held tightly in the insertion site while the rest of the patient's blood was returned. The patient's estimated blood loss (ebl) was 50 ml. The cm said there were no issues prior to this. There were no leaks during priming, and there were no machine alarms. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The complaint device was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cm said the saline line "disconnected from the main insertion site", causing blood to spill. Additional details were provided upon follow-up with the cm. The cm said that a bloodline separation occurred at the end of a patient¿s hd treatment. The incident occurred when the patient care technician (pct) went to return the patient¿s blood. The pct unclamped the saline lines, took the hemostat off, and the saline line ¿popped off¿ at the main insertion site. Some blood spilled out when this occurred. However, since it was noticed right away the blood loss was minimal. The saline line had to be held tightly in the insertion site while the rest of the patient's blood was returned. The patient's estimated blood loss (ebl) was 50 ml. The cm said there were no issues prior to this. There were no leaks during priming, and there were no machine alarms. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The complaint device was not available to be returned for manufacturer evaluation as it was reportedly discarded.